Event description:
It was reported that an animas insulin pump pt recently passed away. The pt was reported to have had a history of hypoglycemic events. No additional info regarding the pt identity, event details, or cause of death are currently available.

Manufacturer narrative:
The pt's physician advised that at the time of the event the pump cartridge was found to have 120 units of insulin remaining. The pt's physician was unable to provide any additional details regarding the event and was unwilling to provide pt info to animas. The pt's physician advised she would request the family contact animas directly, but to date no contacts of this nature have been received. Animas has been unable to identify the pt or obtain additional info regarding the event or pump function. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.